Manufacturer narrative:
The field service engineer (fse), was paged to contact the customer. Per communications with the fse, the responsible caregiver was in a room other than the patient and did not hear the alarming from the actual mp70 bedside or piic, because the door of the room was closed. The caregivers thought that each mp70 sounded when there was an alarm in a room, however, the particular bedsides in question were not assigned to a care group. The fse provided instruction to the customer with regard to care group assignment and how to check the care group configuration. This is a user configuration/misunderstanding/clinical app support. No device malfunction occurred.

Event description:
The customer reported that there was a problem with the care groups because they did not get an alarm for a patient. Emergent care was required, thus this is considered a serious injury. The only information provided was that the patient was a child and is fine.